Manufacturer narrative:
Product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3888-45 lot# l47901, implanted: 1999 (B)(6); product type lead product ID 3888-45 lot# l52007, implanted: 1999 (B)(6); product type lead. (B)(4).

Event description:
The patient¿s device was ¿going bad¿ and it was recommended that a new battery be placed. He was not able to charge the device which all started about 4 months ago. The ins was replaced 10 days ago. Additional information has been requested.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.